Event description:
It was reported that during a da vinci total benign hysterectomy procedure, the blade was exposed on an endowrist one vessel sealer instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blade dislodged. Some bio debris was found between the grips. An additional observation not reported was a broken grip cable. Visual inspection confirms that snake wrist cables that route through holes 6 and 7 at the wrist disc were broken. The snake wrist was also dislodged. The dislodged wrist disk was not damaged and could easily be pushed back into place. When the wires were tensioned, the wrist disk dislodged. Failure analysis concluded the likely cause of the dislodged wrist was the broken cable. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables and dislodged disk, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.